Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a unexpected cgm app shut-off. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint was made via social media and reporter could not be reached for additional information.